Event description:
It was reported that five (5) clearlink system non-dehp solution sets leaked at the junction of the tubing and the drip chamber. This was described as, leaked ¿from the connect of the tubing to the priming chamber¿. This was identified prior to use on a patient, prior to patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9,h3, h4 and h6. H10: one actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set was dimensionally measured, and no defects were found. A pull test was performed and the results were satisfactory. A functional leak test was performed which revealed a leak between the drip chamber and the tubing. The reported condition was verified. The cause of the condition was due to solvent application not to specification during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.